Event description:
The complainant reported a patient (unknown race and ethnicity) was implanted with an impella 5.5 device for mechanical circulatory support and the next day after start of the support, the patient experienced multiple runs of ventricular tachycardia. An amiodarone drip was started. The patient remained sensitive to repositioning and would go into ventricular tachycardia any time after coughing or gagging. Impella flows were adjusted each time the ventricular tachycardia occurred. Approximately six days into support, it was noted that the patient's aortic valve leaflet was "frozen," and it is believed that this was due to intrathoracic pressure changes as a result of the patient's respiratory function. Support was eventually weaned, and the impella 5.5 device was explanted with a survived outcome. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿.